Event description:
Erroneous cbc results from multiple patient samples generated by the coulter lh 500 instrument. The customer indicated that the event occurred when the database crashed and the workstation was locked up. The analyzer froze up on one patient's results and the same results were reported on 11 other patients. The wbc results reported by the instrument were 4.4x10^9/l. The actual wbc results for patient samples (1-11) were in the range of 4.79-25.6x10000 cells/ul. The rbc results reported by the instrument were 5.07x10^12/l. The actual rbc results for patient samples (1-11) were in the range of 3.58-5.49x10000000 cells/ul. The hemoglobin (hgb) results reported by the instrument were 139g/l. The actual hgb results for patient samples (1-11) were in the range of 109.56-161.32gl. The platelet (plt) results reported by the instrument were 247 x 10^9g/l. The actual plt results for patient samples (1-11) were in the range of 202.14-486.04 x 10000 cells/ul. No change to patient treatment attributed or connected with this event has been reported.